Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alarm followed by repeated ¿unable to proceed¿ errors during fill tubing after a full supply change with a 23 in 6 mm infusion set, despite no observed leakage or kinking and after attempts to restart, factory reset, shut down, and set up with dexcom g7. Symptoms included hypoglycemia with a documented low of 56 mg/dl and cold sweats, which the user treated with carbohydrate intake; the device also alerted for high/low glucose. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included guided troubleshooting steps such as reviewing alarm history, performing a rewind, reloading the cartridge, securing the luer connection, attaching tubing off-body, attempting fill tubing that stopped around 5 units, and attempting a dry run, all resulting in ¿unable to proceed.¿ at the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.